Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 23:34:28. During night drain cycle six, the patient's ultrafiltration reading was 1221ml, indicating the home patient (hp) drained 1221ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was evaluated and the iipv event was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error, the minimum drain volume percent was set too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental report will be submitted.